Manufacturer narrative:
The sample was returned and evaluated. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning occurred in the closed position, when the thumb valve was fully depressed, the suctioning increased. The suctioning did occur as well when the valve was placed in the locked position. The device history record for the lot number, m507t402, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
A report was received from (B)(6), stating that the device was leaking. The user had to put the thumb valve in the wrong position, in an to prevent suction from leaking into the system and to maintain the ventilation pressure on the ventilator. No additional information was provided in regards to the patient's status.